Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, functional testing, and an event history log review. The f-50 alarm was found in the alarm log and was duplicated during the battery test. The cause of the of the f-50 alarm code was determined be a damaged cpu board. The device was swapped in order to resolve the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an f50 alarm code on the flogard infusion pump. No patient involvement, injury or medical intervention was reported when this event was reported. No additional information is available.